Manufacturer narrative:
Initial 2 of 3. Name: tandem, country: united kingdom, street: 11045 roselle street, city: san diego, state: ca, zip code:92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient faced tape not sticking event on (B)(6) 2026.